Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that md inserted sheath via femoral artery. The intra-aortic balloon (iab) was connected to pump and could not be automatically zeroed. Cal key could not be identified by pump. Iab was inserted through sheath and it was planned to calibrate catheter manually. Pump showed a low arterial pressure wave and low balloon pressure wave. Md "assumed that the inflation of the iab was not good." Iab was removed and a new iab was inserted without problems. There were no reported pt complications.